Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during an in-service presentation on (B)(6) 2013 for the trochanteric fixation nail (tfn), several items would not mate with the blade guide sleeve for trochanteric fixation nails. It did not mate with the 11.0mm/3.2mm wire guide, nor the helical blade inserter. Reportedly, it appeared that there may a burr or sizing issue preventing the blade guide sleeve from accepting the items it should. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.